Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right atrial (ra) lead exhibited increased, high impedance and high thresholds. The ra lead was reprogrammed but then the oversensing in ra lead was observed during provocative maneuvers. The ra lead was re-reprogramed and remains in use. No patient complications have been reported as a result of this event.